Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported by insulet that the patient had passed away. It was reported that the patient passed away on (B)(6) 2026. It was stated that the patient usually used the omnipod 5 and dexcom g7 in closed-loop mode, but that the patient had been in manual mode since 01:00 am since the day before, (B)(6) 2026. On the day of the event, 05/17/2026, two boluses were recorded with no associated cgm or blood glucose levels. 10.5 units between 12:00 am and 1:00 am, and 7 units between 11:00 am and 12:00 pm. According to the glooko xt graph, the closed-loop mode was reactivated on (B)(6) 2026, at 8:00 pm. A correction bolus of 7.15 units was then administered between 8:00 pm and 9:00 pm. For this bolus a blood glucose reading was inserted of 558 mg/dl. As the cgm device could only read until 400 mg/dl, it was confirmed that the patient was taking a fingerstick at that time and was aware of the hyperglycemic event. It was then stated that the patient had gone to a nightclub the previous evening and consumed several alcoholic drinks. Upon returning home, he felt unwell and experienced severe vomiting. It was understood that the patient went out on the night of (B)(6) 2026 and experienced the symptoms of vomiting when returning home at an unknown time. At an unknown time on the day of the event the patient subsequently suffered a cardiorespiratory arrest. Cardiopulmonary resuscitation was initially performed by bystanders and then continued by emergency services upon their arrival. No information was provided regarding the intervention of emergency services or any treatments administered in addition to cardiopulmonary resuscitation. No official cause of death was reported. Insulet furthermore stated that no information was available regarding blood glucose levels in the 24 hours preceding his death, even though it was understood that this was a comment regarding no available cgm readings. Insulet shared with dexcom the glooko graph of the patient from (B)(6) 2026. It was noted that the patient was not in a closed loop mode for the biggest part of (B)(6) 2026. The closed loop mode was reactivated late at night, and only lasted for a few hours, until it was deactivated again the early morning of (B)(6) 2026. The patient then reactivated the closed loop mode again on the very early morning of (B)(6) 2026. The closed loop was deactivated again on (B)(6) 2026, a bit before 01:00 am. The patient had continued cgm reading that day until more or less 10:00 am, after which there is a 4 hours period with multiple gaps without cgm readings. No cgm readings are noted anymore after 02:00 pm. The last cgm reading the patient had was between 100 and 200 mg/dl. No cgm readings are noted anymore until (B)(6) 2026, a short time after 08:00 pm. The cgm reading is high (most likely, based on the flat high line visible in the chart) from more or less 08:00 pm to more or less 10:00 pm. The closed loop mode was activated a bit before 08:00 pm. No cgm reading are available until a bit before midnight, when the cgm reading indicates a downwards trending line, eventually reaching an unknown hypoglycemic range around midnight. No information was received from (B)(6) 2026, and it was unknown if cgm readings were still displayed on that day. It is unknown why the cgm reading is showing gaps in the chart, and if a new sensor was inserted on (B)(6) 2026. No further information was reported. There was no allegation of any malfunction of the cgm device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.